Manufacturer narrative:
Based on the claim against the product by the customer noting the blade of the vessel sealer extend instrument would not retract into the device, which did not allow the jaw to open, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation since the customer has already discarded the instrument after the procedure. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The probable root cause of unclamping issues may be attributed to use conditions. The inability to open grips is likely due to high friction in instrument grip range of motion (rom). The grips may fail to open when attempting to cut through too much tissue and overloading the grips, cutting through a hard object like a clip or staple, or failing to keep the jaws of the instrument clean. This complaint is considered a reportable event due to the following conclusion: it was alleged the jaws of the vessel sealer extend instrument was clamped on tissue and would not open. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the vessel sealer extend instrument was used with no issue. After several uses, it appeared that the blade would not retract into the device and therefore would not allow the jaw to open. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2023 during a radical with lymphadenectomy prostatectomy procedure. The vessel sealer extend (vse) instrument was inspected prior to use with no issues. The issue noted in this event occurred when the surgeon was dissecting the prostate. After the blade of the instrument cut the tissue, it would not retract back into the device leaving the jaws of the instrument unable to open and release the periprostatic tissue. There was no system fault associated with this event. The instrument release key (irk) was attempted to be used to open the jaws, however because the blade was stuck, the jaws would not open. Instead, a laparoscopic grasper was placed through an already existing port to remove the tissue from the vse jaws. Afterwards, the instrument was removed, and a backup vse was used to complete the procedure. There was no adverse effect or injury to the grasped tissue and there was no unexpected tissue removal. It was confirmed that there was no bleeding. The instrument was discarded by the hospital and therefore will not be returned. There was no fragment fall into patient and no patient injury. The procedure was completed robotically. Furthermore, it was confirmed that no additional ports were placed, and existing ports were not enlarged.